Manufacturer narrative:
Investigation summary: two used extension sets, were received by the customer for investigation. One set was returned attached to a stopcock. Neither set matched the expected model: mxt1006. The sets were visually inspected and no defects were observed. The components were examined and functionally tested. The sets functioned as designed and no defects were observed. The customer's complaint of issues with the leur lock collar coming off or unattached and sometimes cracking could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5.5" ( 14 cm) maxguard t-conn bi-fuse ex tubing separated. The following information was provided by the initial reporter: it was reported that the microbore extension seem to have issues with the leur lock collar coming off or becoming unattached.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5.5" ( 14 cm) maxguard t-conn bi-fuse ex tubing separated. The following information was provided by the initial reporter: it was reported that the microbore extension seem to have issues with the leur lock collar coming off or becoming unattached.